Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 150 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.